Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a solid yet sticky, gray foreign matter was observed on the stopper. Characterization testing was performed to identify the composition and unfortunately the results were inconclusive. Based on the visual characteristics, it is believed the particle is silicone mixed with polypropylene. A device history review was performed for the reported lot 2310002, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All products were inspected and no foreign matter or other particles were observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines routinely undergo proper maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the particle likely accumulated during the assembly process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for sins of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I wish to raise a complaint. We have had an issue with a 30ml syringe identified in our aseptic unit on (B)(6) 2024. It was discovered to appear to have a white substance attached to the top of the rubber bung of the plunger. The syringe was discovered to be faulty when the plunger was pulled back withdrawing water for injection, it now has a needle attached and this is how it was passed out of our isolator. ( please see attached photograph) the bn of the 30ml syringe is bn: 2310002 expiry 30/09/2028 . This is the only syringe reported to us at this time from this batch. The affected syringe is attached to a clean needle, the syringe contains water for injection and was passed out of the isolator and I have it if you wish them to be returned to you? I can remove the needle and attach a luer lock closure.